Manufacturer narrative:
(B)(4). The service engineer checked for leaks on the iabp and replaced the pneumatic control system. The iabp is running fine.

Event description:
It was reported that possible helium loss 2 alarms occurred frequently on the intra-aortic balloon pump (iabp) during use on patient. As a result, the staff continued to use the iabp until eventually they switched to a backup pump once it becomes available. There was no report of patient complications, serious injury or death.

Event description:
It was reported that possible helium loss 2 alarms occurred frequently on the intra-aortic balloon pump (iabp) during use on patient. As a result, the staff continued to use the iabp until eventually they switched to a backup pump once it becomes available. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). No iabp part of recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of iabp helium loss alarms occurring every 5 minutes is confirmed based on photos of the pump's alarm history submitted with the complaint. If a part is returned at a later date, an investigation of the sample will be completed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends. Other remarks: the service engineer checked for leaks on the iabp and replaced the pneumatic control system. The iabp is running fine.